Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported cartridges that have split during intraocular lens (iol) implant procedures.

Manufacturer narrative:
Product evaluation: two cartridges were returned. Wet viscoelastic is observed in both cartridges. Both cartridges have evidence they were placed into a handpiece. Both nozzles have cracks which lead into splits on the top of the cartridge tips. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if qualified products were used. The root cause for the observed nozzle and tip damage cannot be determined. It is unknown if a qualified lens model/diopter and handpiece were used. The use of non-qualified combinations may lead to delivery issue and or damage. The damage observed typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).